Event description:
Catheter balloon burst while trying to inflate a genesis stent.

Manufacturer narrative:
This device was being used off label for an unapproved indication. This device is labeled and 510(k) cleared for a ptv indication. The physician also stated that they hand inflated the balloon. The instructions for use states to use a inflation device with pressure gauge when inflating the balloon. This will ensure that the rbp is not exceeded.